Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: discomfort", "capsular contracture baker grade iii", "concern about allergan regarding bia-alcl", and "breast hardness." Rupture diagnosed at time of surgery.

Event description:
Healthcare professional reported right side "ruptured implant", "discomfort", "capsular contracture baker grade iii", "concern about allergan regarding bia-alcl", and "breast hardness." The device has been explanted.

Event description:
Healthcare professional reported right side "ruptured implant", "discomfort", "capsular contracture baker grade iii", "concern about allergan regarding bia-alcl", and "breast hardness." The device has been explanted.